Event description:
It was reported that the insulin pump alarmed motor error. The blood glucose reading is 438 mg/dl. Customer treated with manual injections. The drive support cap is protruded. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump received with cracked case, cracked reservoir tube lip, scratched lcd window, cracked reservoir tube and cracked battery tube threads. Drive support disk was inspected and no anomaly was noted.